Manufacturer narrative:
At the time of this report the device has not been returned for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Product return has been requested. (B)(4).

Event description:
Medtronic received information indicating that during the case for supravalvular aortic stenosis and patent foramen ovale, using this minimax oxygenator, there was an issue with oxygenation. Initially the fraction of inspired oxygen (fio2) was set at 70-85% and the partial pressure of oxygen(po2) was 107mmhg. The physician then set fio2 to 80-85% and po2 was more than 200mmhg. Following re-warming (fio2 at 95%), poor oxygenation was found. Following the procedure, the patient was placed on a breathing machine. The fio2 of breathing machine was 80%, and po2 was 50%. The patient remains in the critical care unit with worsening hypoxemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.